Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had difficulty delivering a correction bolus to lower a blood glucose level of 300 (mg/dl). The exact cause of the issue the customer had was not identified due to the call being disconnected. Multiple attempts were made to follow up with the customer; however, no additional information was obtained as customer could not be reached.